Event description:
Endo gia universal (12 mm) ineffective/malfunction. After first use reload cartridge did not fire. Failed device red bagged and given to unit mgr. To f/u per FDA safe medical device act. When device was reloaded with cartridge surgeon attempted to fire endo gia. The stapling jaw of gia was said to have "bent" and reload could not be fired.